Manufacturer narrative:
Product analysis: at analysis it was determined that the external pulse generator (epg) printed circuit board was damaged. The epg was returned unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the external pulse generator (epg) was turned on, it could not be used properly. The epg was returned for repair. There was no patient involvement. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis.